Event description:
Patient reported "rupture". Later patient reported "actually exploded and took surgeon's office up to 8 hours to remove silicone from body". This record is for right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Consumer reported "rupture" via ultrasound. This record is for right side. The device remains implanted.